Event description:
It was reported that the patient received inappropriate shocks due to noise and fracture of the right ventricular (rv) lead. The rv lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).